Event description:
Customer reported a malfunction alarm with the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred and successful insulin therapy could not resume. The pump will be replaced under warranty, and the customer will use multiple daily injections (mdi) as backup therapy. The customer was advised on proper storage and return procedures for the defective pump.